Event description:
It was reported that the coil was used in a type ii endoleak case after stent-graft insertion. Embolization was planned from the sma through the collateral vessel to the inferior intestinal artery and then from within an aneurysm in the ima to the feeder. The plan was to first flow nbca into the aneurysm using a microcatheter and then to fill the coil in small space. However, although the coil was pulled from and pushed into the aneurysm a few times after insertion, the coil could not be inserted into the aneurysm easily. When the coil was attempted to be removed from the patient, there was resistance and the coil stretched. As it was difficult to push the stretched coil, the coil was detached in the microcatheter and was pushed in as much as possible. The stretched coil remained in the sma. The coil could not be pushed to the periphery despite attempts. Angio indicated that the nbca was filled in the aneurysm and therefore, the case was completed. The physician believed that filling nbca into the aneurysm caused the coil to contact an unhardened portion of the nbca in the aneurysm, and that the coil got stuck since the coil contacted blood by being pulled from and inserted into. After that, the coil was difficult to be pulled from and inserted into and pulling the coil for removal caused the coil to stretch, which resulted in a stretched individual wire remained in a way that the wire overflowing from the ima where the coil was planted to be implanted. There was no health damage to the patient. Blood flow was slightly worsened, but fortunately, another collateral vessel was able to provide the necessary blood flow, and since it was believed that the coil had stuck in the nbca, the risk of migration is low. The physician believes that the event was caused by the nbca, not the coil. The patient was placed under observation, and the procedure was completed.

Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure notes nor medical imaging was requested and was not provided at this time. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. The instructions for use (IFU) identifies coil misplacement, as a potential complication associated with the use of the device.

Event description:
Additional information: pre-case plan: 1. Puncture from the right inguinal region. 2. Embolization of the left internal iliac artery and superior and inferior gluteal arteries via retrograde approach. System to be used: a 4fr gridecath angiographic catheter inserted into a 4 fr ansel guiding sheath (cook medical). Embolization was performed with azur soft3d from the left internal iliac artery to the inferior gluteal artery through the gridecath angiographic catheter via retrograde approach. After the gride cath angiographic catheter was delivered to the inferior gluteal artery, the coil was inserted. At that timing, the coil got stretched.